Event description:
It was reported that when implanting the preloaded intraocular lens (iol), the reporting physician did not experience any resistance. However, afterwards she found that the trailing haptic was detached. The lens was removed and exchanged with a back-up lens. The incision was enlarged from 2.4 mm to 6 mm to exchange the iol, and the incision wound was sutured at the end. There was no patient injury reported. Through follow-up we learned that the physician beliefs that the patient had corneal damage or inflammation caused by the iol removal. A visual acuity of 0.6 was reported post-operatively. Account indicated that balanced salt solution (bss) was used at room temperature and placed into the hydration port. The unit was handled according the directions for use. No further details were provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown/not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: october 27th, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the suspect handpiece was received with the plunger rod fully advanced, with a lens haptic stuck in the cartridge and an inadequate amount ophthalmic viscosurgical device (ovd) residue was observed which could contribute to the complaint issue. The handpiece was disassembled and no issues that could cause or contribute to the complaint event were observed. The lens was cleaned and visual inspection found it had 2 detached haptics (1 was missing), a tear at the lens edge and a scratch on the lens surface. No further issues were observed and no further evaluation was performed. The complaint issue of haptic detached was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Furthermore, during the product evaluation it was observed that an inadequate amount of ovd was present in the cartridge which could contribute to the complaint issue reported. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.